Event description:
Nursing was using sling on lift to get patient out of bed into chair. The sling is used on a lift device, the sling tore along the seam. This was reported on a medsun report last week. The device lot numbers and serial numbers are different from the previous report. There was no patient injury but there is potential for harm. Per rn note: patient was in lift, using human care sling, and sling ripped while patient suspended. Patient was appropriate for sling (met weight limits, etc). Nursing staff did not use sling as pull sheet--placed sling beneath patient by rolling patient side to side. Used sling appropriately. Patient was assisted down to chair with no harm to patient. Ripped sling was sequestered we are currently in the process of finding another vendor to supply slings for these lift devices.